Event description:
The customer reported that he passed out while he was driving, and he wrecked his vehicle. The customer stated that his sensor reading was 140 mg/dl when he passed out, but when the paramedics arrived, it was 62 mg/dl. The customer was very concerned with the blood glucose and sensor glucose differences. The customer asked to speak with a manager or supervisor. The customer was advised on the possible causes for the differences in the blood glucose and sensor glucose readings. The customer requested either a return of the sensor or a replacement transmitter. After some research, the customer was called back and advised the transmitter would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with contamination on all contact pins.the insulin pump passed functional testing.